Event description:
It was reported that the insyte 24ga x 0.75in catheter broke and separated from the hub before use. The following information was provided by the initial reporter, translated from spanish to english: "broken catheter comes out." "The catheter was broken before use."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in catheter broke and separated from the hub before use. The following information was provided by the initial reporter, translated from spanish to english: "broken catheter comes out." "The catheter was broken before use."